Event description:
A revision of loose primary hip stem was reported. Minor fretting of neck stem junction. Pt was suffering from pain. Pt was revised after abg ii was explanted, a secure fit max stem was successfully implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00765.